Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the rv lead helix was unable to be retracted before it was placed in the body. The lead was not implanted and was replaced. The patient was stable.